Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did clips fall off tissue? Yes. Was cholangiogram done on procedure? No. On the synergy form, the question how long was the procedure prolonged (minutes) no. The box that was checked was for hours.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed three scissored clips. Upon evaluation, the jaws were found to be misaligned and due to this condition the clips were malformed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when trying to close the cystic duct the clip didn't come out. When it finally came out it was partially opened. It was needed to make a few shots to clip the cystic duct. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.